Event description:
It was reported that the patient died via attached voluntary medwatch report #mw5175144. The patient was transferred on (B)(6) after presenting with stroke symptoms. The patient became bradycardic, and their national institutes of health (nih) stroke scale score worsened. A repeat CT revealed a new intracerebral hemorrhage, prompting administration of tranexamic acid (txa) and was transferred to another facility on (B)(6). Upon arrival, fibrinogen levels were 241, and no further txa was given. Blood pressure was managed with nicardipine, and clopidogrel was started. The patient remained communicative until respiratory failure developed on (B)(6), requiring intubation on (B)(6). Despite efforts to improve their condition, they failed spontaneous breathing trials and declined a tracheostomy. Terminal extubation was performed on (B)(6), and the patient passed away shortly after. Additional information has been requested regarding the details leading up to this event.

Manufacturer narrative:
B2: updated outcomes attrib to adv event. B2: updated date of death.

Event description:
It was reported that the patient died via attached voluntary medwatch report #mw5175144. The patient was transferred on (B)(6) after presenting with stroke symptoms. The patient became bradycardic, and their national institutes of health (nih) stroke scale score worsened. A repeat CT revealed a new intracerebral hemorrhage, prompting administration of tranexamic acid (txa) and was transferred to another facility on (B)(6). Upon arrival, fibrinogen levels were 241, and no further txa was given. Blood pressure was managed with nicardipine, and clopidogrel was started. The patient remained communicative until respiratory failure developed on (B)(6), requiring intubation on (B)(6). Despite efforts to improve their condition, they failed spontaneous breathing trials and declined a tracheostomy. Terminal extubation was performed on (B)(6), and the patient passed away shortly after. Additional information has been requested regarding the details leading up to this event. It was further reported that the patient received tenecteplase prior to transfer, and within 8 hours of administration.